Manufacturer narrative:
There was no visual inspection of the lens as the lens was discarded. The complaint can¿t be confirmed. A review of the manufacturing records was performed and was manufactured according to specifications. The optical measurement performed at final inspection was reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) were reviewed and provides adequate instructions for the surgeon to ensure the correct placement and orientation of the lens within the capsular bag. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the doctor changing the optic power. The lens was replaced with the same model lens, a larger, 20.5 diopter lens. There was no patient injury reported.